Event description:
It was reported that the patient alert tones sounded due to high rv lead impedances, and a possible lead fracture was discussed. During invasive testing, blood was noted in the port, and coming out through the grommet when the lead was moved. The device was replaced, however the new device did not defibrillate, and post shock the impedance readings were still high. Therefore, the lead was also replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert tones sounded due to high rv lead impedances, and a possible lead fracture was discussed. During invasive testing, blood was noted in the port, and coming out through the grommet when the lead was moved. The device was replaced, however the new device did not defibrillate, and post shock the impedance readings were still high. Therefore, the lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Defib conductor fractured; full lead analyzed. The anchoring sleeve fixation site could not be determined. The lead appears to have been implanted with a bend in it at the fracture site. However, it cannot be determined if the bend occurred at implant or while implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.